Event description:
Pt with medical history of hypertension and atrial fibrillation. Pt was physically independent and mobile with walker, alert and oriented. Pt was discovered with side of neck caught between bed rail and mattress, both feet were on floor, but upper body was not to floor and off the bed. Color was cyanotic. Lifted onto bed by staff with immediate spontaneous breath taken. Cena could not find pulse, but it was discovered by code team rn to be very weak but present. Code blue was initiated and pt transferred to ER for further interventions. Intubation with ventilatory assistance was required due to weaker respiratory effort, and expected swelling of neck. Pt was transferred to a tertiary care hosp. As of 01/13/2000, pt was extubated and on a general care unit, and is expected to be returned to this ecf soon. Description of bed= was in flat position at the lowest level with both upper half side rails up which pt used to assist with pt mobility.